Event description:
Patient reported obtaining a blood glucose result of 152 mg/dl, while using the suspect device. Patient stated that, within 10 minutes, the blood glucose was retested on physician's device with a result of 84 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.